Manufacturer narrative:
Initial reporter occupation: (B)(6). (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9212459. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer couldn¿t be confirmed. A review of the applicable fmea/eura (rm (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: potential root cause can¿t be offered without a sample analysis. Rationale: based on the investigation and with no sample analysis the symptom reported by the customer can¿t be confirmed. This lot was produced for 1.4 mm units; this is a cpm of 17.8; we will continue monitoring the complaints of this product and lot.

Event description:
It was reported that 9 bd precisionglide¿ needles 26 g x 3/8 in experienced clogged/blocked needles. Product defect was noted during use. The following information was provided by the initial reporter: material no: 305110, batch no: 9212459. Caller reported needle getting clogged. She did not insert into cartridge. This was prior. Number of occurrences: 9 times. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: 9212459. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes.